Event description:
(B)(6) 2021, our company sales representative reported hcp implanted barbed pdo threads on a patient on (B)(6) 2021. The next day, the patient reached out to the hcp complaining of pain. The hcp suggested sleeping elevated and taking tylenol as needed. According to the hcp, the patient was taking arnica, and 1000 mg of tylenol twice a day. Hcp confirmed the course of treatment for two weeks emphasizing that it may be a rest and recovery situation, however, on (B)(6) 2021, the patient contacted the hcp again, stating they had a lump on the cheek and were experiencing pain in the neck, spine, and shoulder. The patient requested the pdo threads be removed. Hcp requested our medical director to assess the situation and share feedback prior to a follow-up visit. Our medical director provided his contact information but there were no further updates or additional details given regarding the patient's condition.